Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens but the lens would not fold properly during loading and tore in the injector. There was no patient contact or injury.